Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately at 10am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of ¿138 mg/dl¿ compared to his normal readings of around 111mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication, diet and/or exercise. It is unclear whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate high result. He reported that at 11am on (B)(6) 2016, he became ¿shaky¿. He indicated that at 12 noon on (B)(6) 2016, he self-treated his symptoms by eating ¿candy¿. The patient denied using any other device to test his blood glucose levels. During troubleshooting, the cca established that the patient¿s test strips were within expiry date and had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.